Event description:
It was reported that during a robotic laparoscopic inguinal hernia procedure, on system startup, the arm cart assembly (aca) failed calibration once but passed on the second attempt. While draping and collapsing the arm into compact mode, the aca triggered a high-priority non-recoverable error, and no buttons could be used. The arm was restarted due to the non-recoverable error, but upon restart, the aca failed calibration again. Calibration was attempted eight times without success. Troubleshooting steps included checking the instrument drive unit (idu) buttons, opening and closing the port latch, unbraked and rebraked the arm cart, removing the sterile interface module (sim) (while the aca was draped), and removing the drape. At this point, the position button could be used, so the aca was placed in storage configuration. The team replaced the arm with a new one, allowing the procedure to be completed with three arms. At the end of the procedure, the aca was reconnected before tower shutdown and failed calibration three more times after being connected. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes states a preliminary review of the logs noted an error code ¿robotic arm potentiometer two channel redundancy check ¿ calibration¿. The joint position sensor (jps) brooming script was run on robotic arm joint 2 (raj2) to resolve the issue. Evaluation of the device data indicates occurrences of error codes ¿sra(subsystem robotic application) validation - redundant position sensing check¿, ¿arm failure: ra encoder redundancy¿ on raj2, ¿sra validation - ra <(>&<)> sa (setup arm) redundant controller state check - surgery mode¿ and ¿ra brake state check¿. The aca was restarted twice and calibration eventually passed. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.